Event description:
Related manufacturer reference number: 1627487-2019-03881.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-03881. It was reported that patient experienced ineffective stimulation in the pain area covered by lead at t7. Reprogramming did not resolve the issue. As a result, patient underwent surgical intervention where in the lead and ipg was explanted and replaced. Post-operatively effective therapy restored.